Event description:
It was reported that during a unspecified treatment procedure, a coil break and protrusion from the tip of the catheter occurred. The intended location for treatment was the left internal iliac artery. A 2d 12mm x 40cm interlock -35 coil was 75% deployed. During attempt to retract the coil into a 5fr .038 non-bsc catheter the coil broke and was protruding from the tip of the 5fr .038 non-bsc catheter. The interlock -35 coil was removed. Another interlock -35 coil was inserted into the 5fr .038 non-bsc catheter but became stuck at the hub of the catheter, was not deployed and was successfully removed. Two interlock3 coils were successfully deployed. A 2d 8mm x 20cm interlock -35 was deployed about 50%, became stuck in the 5fr .038 non-bsc catheter and would not advance any further. The 2d 8mm x 20cm interlock -35 was removed. No additional actions were taken. No further patient complications were reported and the patient's status is listed as ok.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was determined to be user related. The dfu states "the interlock - 35 fibered idc occlusion system is recommended for use with a 5f (0.035 in [0.89 mm] or 0.038 in [0.97 mm] inner lumen) imager ii diagnostic catheter" and "the use of other diagnostic catheters may result in an inability to deliver, deploy or recapture the device." (B)(4).